Event description:
Consumer complaint of low blood results. Then the customer stated that last night her reading was 74mg/dl and her result are usually in the 140mg/dl's. Verified the strips expire 12/14/2013. Customer ran a blood test-89mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned. Most likely underlying root cause of malfunction. User had inaccurate reference.